Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported patient had an unrelated back surgery and was set the ipg to surgery mode. Later patient was unable to reconnect and pc displayed the message "generator is not responding "company manufacturers met with patient and were unable to reconnect after several attempts. Patient wants to have the ipg replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.